Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited damage to the ccd unit, preventing the specified resolving power from being achieved across the entire image. There were no reports of patient involvement.